Event description:
A customer reported an issue with their continuous glucose monitor (cgm) showing an error, which led to battery depletion and a shutdown of the pump. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump, and the caller successfully restarted their sensor session without further errors.